Manufacturer narrative:
A ge service representative performing an on site investigation witnessed the malfunction. It was determined that the generator interface circuit board was defective. A replacement board was placed on order and the defective circuit board will be replaced. No further problems are anticipated once the replacement is made.

Event description:
It was reported that the system 9800 locked up, does not fluoro, and does not boot. There was no adverse patient involvement reported. There was no patient information reported.